Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 4.3, lab: 17.0. Time between testing was reported as 1 hour. Patient's therapeutic range is 2.0 - 3.0. It was reported the patient went to the hospital because she felt that her blood was thin. At the hospital, she was given an unspecified amount of vitamin k to help lower her inr. Alere was unable to obtain further information regarding results of hospital visit.

Manufacturer narrative:
Investigation pending.